Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the foley catheter was replaced due to urinary incontinence. On (B)(6) 2025, the catheter had natural removal. On (B)(6) 2025, the catheter was spontaneously removed due to balloon rupture and on (B)(6) 2025 the catheter was spontaneously removed due to balloon rupture.

Event description:
It was reported that on (B)(6) 2025, the foley catheter was replaced due to urinary incontinence. On (B)(6) 2025, the catheter had natural removal. On (B)(6) 2025, the catheter was spontaneously removed due to balloon rupture and on (B)(6) 2025, the catheter was spontaneously removed due to balloon rupture. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. Was reviewed for this investigation. The reported event is addressed within the labeling as it state" directions for use: method of use: cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. Lubricate the catheter shaft with the lubricant jelly. Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. A DHR could not be performed since no lot number was provided. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.